Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that upon incoming packages the guide wire was found with a crease in the sealing area. There was no adverse events involved with this malfunction as there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon reassessment of the reported event, it was determined to not be reportable. The complaint sample was evaluated, however, the reported event could not be confirmed as the returned devices were found to be conforming with no failures identified.

Event description:
No further event information available at the time of this report.